Event description:
A patient reported experiencing inaccurate high results with a one touch meter. The patient's blood glucose result was 196 mg/dl. Tests were done within 11-20 minutes. Paitent did not experience any adverse events. No further information has been reported.